Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box revealed related alarms. The pump powered on with a related call service 054 alarm. No damage or defect was found to the pump¿s internal components. A software corruption issue was discovered. The issue was resolved after the software was reloaded. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.